Event description:
Caller states an attempt was made to test the patient with the coagucheck xs system, but caller was unable to obtain a result. Patient had been bleeding from the mouth, and was immediately sent to the emergency room (ER) where he was treated with an injection of vitamin k and released. Lab results was 18 inr. Requested return of suspect device and replacement was sent.

Event description:
Caller states an attempt was made to test the patent with the coagucheck xs system, but caller was unable to obtain a result. Patient had been bleeding from the mouth, and was immediately sent to the emergency room (ER) where he was treated with an injection of vitamin k and released. Lab result was 18 inr. Requested return of suspect device and replacement was sent.